Event description:
During product service by a service technician, a flo-gard infusion pump was found that the door was out of callibration. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, a review of the alarm log, and a power on self-test were performed. During service it was identified that the door was out of calibration due to a damaged safety clamp shim. The cause of the damage could not be determined. The safety slide clamp shim was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.